Event description:
Endoleak (type 1b): the thoraflex hybrid stent graft was implanted on (B)(6) 2025. After one week, a CT scan was performed and a patency of a type 1b endoleak from the peripheral portion of the thoraflex hybrid was observed. A large entry around a distal side of the arch and the left subclavian artery had been covered by the thoraflex hybrid stent graft by performing an anastomosis in zone 2, but the physician assumed that blood flowed into the false lumen through an entry of the patency of the type 1b endoleak (the blood flow appears weaker because the stent graft covers the entry of the type 1b endoleak). Since the blood flow has become weaker, treatment is not urgent, but additional tevar (thoracic endovascular aortic repair) at a later date is being considered just in case.

Manufacturer narrative:
Clinical code: 4843 - endoleaks - event was reported by the site as a endoleak type 1b. Impact code: 4624 - surgical intervention: the site reported that since the blood flow has become weaker, treatment is not urgent, but additional tevar at a later date is being considered just in case. Medical device code: 3190 - insufficient information: awaiting information from the site. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 3331 - analysis of production record: comprehensive batch review had been performed; no issue were identified during manufacture of this device. Device manufactured to specification. 4110 - trend analysis: 4 year review was performed for thoraflex hybrid > leakage > endoleak > type 1 which gave an occurrence rate of 0.102%. No trend was identified require action at this time. 4111 - communication/interview: awaiting information from the site. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 3233 - result pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.

Manufacturer narrative:
Clinical code: 4843 - endoleaks - event was reported by the site as a endoleak type 1b. Impact code: 4624 - surgical intervention: the site reported that since the blood flow has become weaker, treatment is not urgent, but additional teaver at a later date is being considered just in case. Medical device code: 2993 - adverse event without identified device or use problem: the site confirmed that there was no issues reported with the device before or during implant. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 3331 - analysis of production record: comprehensive batch review had been performed; no issue were identified during manufacture of this device. Device manufactured to specification. 4110 - trend analysis: 4 year review was performed for thoraflex hybrid > leakage > endoleak > type 1 which gave an occurrence rate of 0.102%. No trend was identified require action at this time. 4111 - communication/interview: additional information was received on 07 may 25 and 28 may 25 this stated the below: · the endoleak was identified at the final angiogram. · intervention is under consideration at this time. · there was no issues reported with the device before or during implant. · it is unknown if the endoleak type 1 was associated with any other device event - migration, integrity failure etc, but the IFU was followed. It is possible that the peripheral landing distance was short. · no scans were available for review · update on the patient outcome was that, additional tevar is planned. Compared to before placing the thoraflex hybrid, blood flow into the false lumen has decreased, therefore no immediate treatment is necessary. · the oversize for the device was around 20% at the peripheral end and around 8% at the middle portion of the stent. · the diameter of the healthy vessel at the landing zone was, 21mm at the peripheral end and around 24mm at the middle portion of the stent. · there was no significant curvature or other anatomical feature near the landing zone that might have impacted the device. · there was no problem with the distal ring in regards to, the distal ring being fully deployed following the procedure and tilted or otherwise positioned suboptimally. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 213 - no device problem found: comprehensive batch review had been performed; no issue were identified during manufacture of this device. Device manufactured to specification. The site confirmed that there was no issues reported with the device before or during implant. Investigation conclusion: 22 - known inherent risk of device: IFU review was performed which confirmed thoraflex hybrid nagase japanese IFU translated, problem/ adverse events mentions endoleaks. 4315 - cause not established: with the investigation performed we were not able to establish a root cause for this event. The root cause of this event was determined to be no causal link to device deficiency

Event description:
Endoleak (type 1b): the thoraflex hybrid stent graft was implanted on (B)(6) 2025. After one week, a CT scan was performed and a patency of a type 1b endoleak from the peripheral portion of the thoraflex hybrid was observed. A large entry around a distal side of the arch and the left subclavian artery had been covered by the thoraflex hybrid stent graft by performing an anastomosis in zone 2, but the physician assumed that blood flowed into the false lumen through an entry of the patency of the type 1b endoleak (the blood flow appears weaker because the stent graft covers the entry of the type 1b endoleak). Since the blood flow has become weaker, treatment is not urgent, but additional tevar (thoracic endovascular aortic repair) at a later date is being considered just in case. This report is being submitted as follow up 1 for manufacturing report number 9612515-2025-00040 to provide event closure information for tag0208.